Event description:
It was reported that the buttons on the insulin pump are not responding and it received a button error alarm. Blood glucose is 5.8 mmol/d. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.